Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported product deficiency. The reported patient effects of transient ischemic attack, cerebrovascular accident (stroke), restenosis, weakness and dizziness are listed in the product instructions for use as known potential adverse effects associated with the use of the product. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that approximately 4-5 months post xact stent implantation in the left internal carotid artery, the patient began to experience transient ischemic attacks and was found to have 85% in-stent restenosis. On (B)(6) 2011, balloon angioplasty was performed and on (B)(6) 2011, the patient was discharged to home; however, on (B)(6) 2011, the patient was rehospitalized due to dizziness, unsteady gait, hand weakness, hand numbness and confusion. The event was diagnosed as a stroke. The patient continues to experience leg weakness. There was no additional information provided.